Manufacturer narrative:
(B)(4).

Event description:
The customer reported a spraying of blood behind the transport shield of the dxh 800 instrument. The operators were wearing personal protective equipment including gloves without face protection. There was no death, injury, or affect to patient treatment. There were no reports of exposure to mucous membranes or open wounds. There was no exposure to the operators. There was no contact with broken skin or mucous membranes. There was an exposure control plan in place. The msds was not reviewed. Operators did not seek medical attention. The customer stopped using the instrument and requested service. The field service engineer (fse) found tubing from probe was preventing the wash collar alignment process. He cleaned and decontaminated all areas, rearranged the tubing so there was enough slack to allow wash collar movement. Multiple samples in various positions were run to assure the tubing did not interfere with the wash collar alignment and to verify the instrument operation. Root cause is attributed to stretched tubing on the probe wash collar preventing the probe wash collar from going into alignment. There is an ongoing investigation for similar reported issues via CAPA (B)(4). Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.